Event description:
It was reported that the device was at elective replacement indicator and premature battery depletion was suspected. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 8042b implantable pulse generator (ipg) implanted: 2009 (B)(6); product ID: 5076-58 implantable pacing lead 2003 (B)(6); product ID: 5076-45 implantable pacing lead 2003 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had variable thresholds. The outputs were adjusted on the lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had rising thresholds. The lead was capped and replaced.